Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor's technique in applying the suction ring to the cornea, doctor's technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient's cornea and the suction ring. Device manufacturer date is unknown as serial no was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that patient had suction loss while laser firing with 6 seconds remaining. They re-applanated using same cone and same pi but could not finish the case and raster was not completed. Surgeon did not attempt to lift and no loss of best corrected visual acuity was reported. It was reported that surgeon plans to complete the procedure on (B)(6) 2016 by making a complete flap 40 microns deeper. The event occurred after a lift kit was installed on the s4ir and the surgeon felt the bed had limited movement and they may not have been able to raise it high enough but didn't notice during the procedure. Surgeon assumed they must have bottomed out on the il and that caused the suction break. This case is to report the suction loss while laser firing that required additional intervention. A separate report is being submitted for the unintended chair movement while laser is firing.